Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 4.00 x 12mm synergy stent was used in a procedure. However, it was noted that the stent got lifted. The procedure was completed with non-bsc stent. No patient complications were reported.